Event description:
Reportedly, a 21mm valve was explanted after an implant duration of 2 years, 6 months (30.2 months) due to aortic stenosis, regurgitation and prosthetic valve endocarditis. It was reported that a magna 3000j21 was implanted for aortic valve replacement (avr) to correct aortic stenosis and regurgitation (asr) on (B)(6) 2009. Patient suffered a cerebral infarction and prosthetic valve endocarditis (pve) was found during testing. On (B)(6) 2011, the valve was explanted for avr due to pve and asr. At explant, vegetation was observed on the leaflets. The source and type of infection has not been disclosed by the health care provider. Customer commented that this explant was not device related and it was within their expectation. Device will not be returned for evaluation. The device has been sent for pathology testing at the hospital. It is unknown if this information will be available.

Manufacturer narrative:
Method: device not returned. Additional manufacturer narrative: the DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance related to this event. The customer has indicated that the device will not be returned for evaluation. The customer is doing histology testing at the hospital. The source and type of infection has not been disclosed by the health care provider. Without this information or return of the device, we are unable to conclusively determine the root cause for explant of this device. Late prosthetic valve endocarditis, occurring more than 60 days after surgery, is usually caused by an infection which occurs elsewhere in the body, and then seeds the valve. The most frequent causes are dental procedures, urological infections and interventions, and indwelling catheters. Edwards lifesciences has validated methods for sterilization of all devices which ensures product sterility.